Event description:
Revision surgery is planned to either reposition or replace the pt's device due to device protrusion resulting in pain stimulation. Treating neurologist indicated that the vns therapy system seems to be stimulating the omohyoid muscle that goes from near the scar area on the sternocleidomastoid out to the clavicle, and that he believed that this was due to surgical error at the time of initial implant. Neurologist increased stimulation off time to 180 minutes to alleviate the pt's pain with stimulation and has referred the pt to a neurosurgeon. Review of manufacturing records for the pulse generator confirmed sterilization of the device. Investigation to date has been unable to confirm the cause of the device protrusion and painful stimulation.

Event description:
A portion (25cm) of the lead was returned for analys. Analysis was performed on the lead portion that was returned. The lead portion returned passed continuity checks and the lead condition is consisten with conditions that typically exist following an explant procedure. The lead pins showed evidence that there was a proper mechanical and electrical connection between the lead pin and the pulse generator. Inspection of the lead assembly identified a discoloration on the lead pin. The appearance of these areas indicates that pitting or electro-plating conditions have occurred. The reason for this condition is unknown; however, the vendor noted that, 1) the part was exposed to extreme conditions and/or2) elements of the base material leeched to the part's surface over time and reacted to exposure. It is likely that this appearance of the lead pin did not contribute to the reported pain, dysphagia or protrusion. There were no anomalies that could have resulted in the reported pain, dysphagia or profrusion on the lead portion returned. The concomitant device (pulse generator) was also returned and analyzed. Thre is no indication tha the reported pain, dysphagia and protrusion were related to the pusle generator. A new vns system was implanted. The reported pain resolved and was likely a result of the lead protruding. The cause of the protrusion was likely due to the pt's small anatomy or the surgical technique. The dysphagia is a known adverse event and has reportedly not resolved with the new implant.